Event description:
Per the clinic, the patient experienced a performance decrement and pain with and without stimulation subsequent to sustaining a head trauma; however, the issue could not be resovled.the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2013.this report is filed november 29, 2013.